Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon falls apart leaving behind cotton [foreign body in reproductive tract]. Pain - vagina [vulvovaginal pain]. Pain - tampon [medical device site pain]. Tampon came apart [device breakage]. Tampon came apart...as pulled it out [complication of device removal]. Case narrative: consumer reported via e-mail that tampon came apart during removal. No serious injury reported.